Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer was involved in a terrible car accident and insulin pump was crushed and destroyed. Customer was in the hospital and it was not known if he would survive. Attempts were unsuccessfully made to contact customer's mother.